Event description:
Sorin group (B)(4) rec'd a report that the heater-cooler displayed an error message during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfg the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler displayed an error message during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative replaced the patient bridge to resolve the reported issue on-site, and the facility has not reported any further issues with this unit. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. No trend for this type of issue has been identified. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin rep.